Event description:
While undergoing lt. Ureteroscopy with holmium laster lithotripsy, surgeon was using laser to break up kidney stone when the tip of the laser fiber broke off while in patient. Unable to retrieve laser fiber tip. Remains within patient. Fluoroscopy used during case. Laser fiber tip not detectable. FDA safety report ID# (B)(4).